Event description:
The customer reported the system displayed generator errors and would not produce x-rays. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the generator batteries. The system operates as intended.